Event description:
In a literature article, "microshunting procedure as a primary surgery in poag", one patient had an increase in intraocular pressure (iop) three months following a glaucoma filtration device implantation. Treatment with medicine was prescribed; however due to allergic reaction to the eye drops, a repeated glaucoma surgery was performed; the iop stabilized. Additional information was requested. There are seven medical reports associated with the referenced article. This is the fourth report.

Manufacturer narrative:
Evaluation summary: no data regarding product identify was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The device remains implanted, no sample was returned and the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information was requested. Enrichev v.p. Microchunting procedure as a primary surgery in poag. Scientific research institute of eye diseases of the russian academy of medical sciences, 2014, 14 (2): 76-78. (B)(4).